Event description:
It was reported that the pump and catheter were explanted in 2007 due to infection of "fluid around pump". Blood culture results were not available at the time of the report; it is unk if the patient had meningitis. The pump was programmed to deliver intrathecal compounded baclofen 500 mcg/ml at a daily dose of 189.72 mcg per day, bupivicaine 10 mg/ml at a daily dose of 3.79 mg and morphine 10 mg/ml at a daily dose 3.79 mg prior to explant. The patient did well the following day. One day later, the patient became agitated, began thrashing his legs and was diagnosed with delirium possibly associated with withdrawal of alcohol, narcotics or baclofen. The patient was as admitted to intensive care unit the next day because of possible breathing and cardiac issues. The patient's symptoms are being managed with valium, ativan, and oral baclofen. The patient was starting to respond to treatment and was doing "much better". As of the following day, the patient remained hospitalized and was still intubated.